Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The up arrow button did not respond due to corroded keypad trace. No moisture damage on the electronic assembly noted. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to the unresponsive button. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump got wet during the rain and alarmed button error. The blood glucose reading was 266mg/dl. The caller attempted to treat with food at home, but the device alarmed button error. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).